Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles, broken shell, flat creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with striated edge on anterior side assessed as surgical damage, broken shell with sharp edge where it has localized stresses induced on radius side assessed as surgical impact(a dimension measurement in the shell was performed which identified the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. Broken shell with sharp edge where it has localized stresses induced assessed as surgical impact.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Device has been explanted.